Event description:
Related manufacturer reference number: 2017865-2024-03751. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post sensed t wave oversensing and pseudo- pseudo fusion on the implantable cardioverter defibrillator (ICD), it was also noted noise-oversensing on the (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.